Event description:
It was reported that the customer had broken belt clip. The customer's blood glucose level was 56 mg/dl. Customer states she treated for low blood glucose level with glucose tablets. Troubleshooting was performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.